Event description:
It was reported that during implant of a lv (left ventricular) lead, the physician used a guidewire with a subselector. There were some complications during the procedure, including that the coronary sinus was drilled. When the physician retired the guidewire, he observed that it was totally frayed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).